Event description:
It was reported that the patient was experiencing inadequate pain relief. X-ray revealed that the spinal cord stimulation (scs) lead had migrated. It was also mentioned that the incision site has not closed up fully. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.